Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 415 mg/dl. Customer¿s blood glucose level at the time of incident 62 mg/dl. The customer assisted with troubleshooting. The customer was trying to give a bolus. Customer was checked the bolus wizard, it was turned off. The insulin pump will not be returned for analysis.